Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following field: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that scope communication error was due to cable failure. The event can be detected/prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head had an e222 (scope communication) error code. The issue was found during preparation for use at a therapeutic laparoscopic surgery. The procedure was completed using a similar device with no delay. The patient was not under anesthesia. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. An e222 (scope communication) error was reported occasionally due to an internal damaged cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: establishment name: (B)(6) hospital.